Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: as the roticulator was introduced through the 5mm trocar , I tried to roticulate the device and I noticed that there is only 1 jaw, the other jaw was found on the bond I managed to grasp it and remove it. The pt status is good and it didn't result in any tissue damage.

Manufacturer narrative:
(B)(4).